Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported air bubble and leaks in the infusion set and reservoirs. The blood glucose value at the time of admission 590 mg/dl. The customer had symptoms dry heaves. The customer declined troubleshooting for the insulin pump, reservoir, infusion set and high blood glucose levels. The customer¿s current blood glucose level was 82 mg/dl. The customer declined troubleshooting for the air bubbles. The insulin pump, reservoir or infusion set will not be returned for analysis.